Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015 by product analysis on 08/03/2015 with the following findings: a review of the pump's black box data indicated an unexplained pump reboot event occurred on (B)(6) 2015. However the complaint was not duplicated during the investigation. The pump was opened and evidence of moisture was found on the force sensor, battery canister and on the support bracket. The battery cap had stripped threads. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.